Event description:
Medical grade ups with isolation - 110v ergojust cart, power conditioner cable smoked and sparked no patient involved. No injuries.

Manufacturer narrative:
Initial report (ref complaint (B)(4)). Per (B)(4) xltek eeg psg risk analysis, hazard i.d. Line 2.1 failure of amplifier power supply/ transformer, the severity score 11 is moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out. Tpi-(B)(4) created for engineering investigation.

Manufacturer narrative:
Follow up report (ref complaint (B)(4)). Customer reported fourth isolation transformer same issue. No one was injured. Field service technician. On-site: customer had extra isolation transformers. Could not associate isolation transformer with particular cart. Customer took first two isolation transformers with burnt plugs and replaced with spares. Returned those two and would provide tracking numbers. Isolation transforms have ten-foot cable. Two isolation transformers with burnt plugs at site. Plugs had a burn hole where ac plug clamp squeezed cable to secure it. Field service installed four ups units on four carts with isolation transformer box. Customer could not determine which cart originally had a burnt plug. The customer provided pictures of the affected part. 11 apr 2022 engineering confirmed correct part for this case/related cases is iso-na-ej. Further investigation to be carried out. .

Event description:
Isolation transformer - 110v ergojust cart. Power conditioner cable smoked and sparked no patient involved. No injuries.

Manufacturer narrative:
Follow up report 002 ref complaint (B)(4). 21 mar 2022 engineering shipped isolation transformer s/n (B)(6) to powervar for evaluation. Powervar failure analysis report which was closed on the 12 april 2022 noted the following details: they disassembled and inspected both nema 5-15 connectors. The main damages to the internal elements resulted in power cord shortages are: a) exposed wires with melted insulation inside and outside of the connector bodies. B) ground and neutral wires forcefully detached from points of termination with broken pieces of strain still inside the terminals. The nature of the damages allows to conclude that the cause of shortages was an overly excessive pull-out force applied to power cords repetitively for an extended time period. No corrective actions identified due to the nature of the damages. Closure rationale:complaint verified, being tracked as a trend. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Isolation transformer - 110v ergojust cart. Power conditioner cable smoked and sparked. No patient involved. No injuries.